Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: PHONE_CONTROL_ANDROID.Omnipod Software App Version: 4.0.2.Operating System: BP4A.251205.006.S926USQS6DZE2.Hardware: SM-S926U.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level decreased to 40 mg/dL while wearing the Pod on their back for longer than 48 hours. On (b)(6) 2026, the patient lost consciousness, prompting a 911 call and evaluation by paramedics at the patient's home. The patient was not admitted to the hospital and was diagnosed with hypoglycemia. As treatment, the patient received an intravenous infusion of D10 (10% dextrose). The patient was also placed on cardiac monitoring and encouraged to eat to help increase blood glucose levels. The patient reported consuming juice and food as part of the recovery process. No additional information was provided.